Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a pitching sound and said no battery detected except both batteries were in place and pump had been attached to ac power the whole time. When the pumps were switched out, the pump shut down. 2nd pump worked with no issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional contact details: (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.